Manufacturer narrative:
(H3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision radiographs were unable to be obtained. The most probable root cause associated with the reported event of ¿loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6, h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision radiographs were unable to be obtained. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 1.5 years post initial left side tka, the 63 y/o female patient complained of a clicking sound in her knee, the femur showed radiolucent lines on films. Surgeon revised the loose femur to a size 4 ps femur. There was no breakage of a device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The devices are not available for evaluation due to hospital policy will not allow for the return of the explant. No additional patient information provided.

Manufacturer narrative:
Concomitant medical products: truliant tib imp crc insert sz 4, 9mm. Cat# 02-022-51-4009, serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt